Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to charge defib. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Our analysis of data indicates for reports of this type that the keys do respond however they need to be pushed harder to activate. Due to the fact that the device can still administer therapy, reports of this nature typically do not meet the criteria for reportability. Analysis for reports of this type has not identified an increase in trend.